Event description:
The account alleges that they were performing an ablation of l4 on date in reference. This was the first level accessed. They took particular note that the bone was abnormally hard. The powercurve and the ablation probe were successfully introduced and the ablation was performed successfully. The powercurve and probe were removed. The cannula was stuck in place and could not be removed from the patient. Much effort was exerted to remove the cannula however, it would not come out. The patient had to be transferred to another hospital to have the cannula surgically removed. Surgical removal was successful.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.